Event description:
The facility reported an overdelivery by 10-11%, found during biomed testing. There have been no incident reports filed since the last baxter service event. No additional information.